Manufacturer narrative:
One cadd legacy plus pump was received for evaluation. There was no evidence of the reported issue in the event history log. A pressure switch test was performed and the reported issue was able to be confirmed. The test result was found to be activated high out of the pump's manufacturing specifications. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's pressure exceeded 30 psi. There was no reported adverse event.